Event description:
During coronary drug eluting stenting treatment procedure, deflation difficulties were encountered. The physician unsuccessfully deployed the taxus express2 8.8% 2.5 x 16 mm drug eluting stent. The physician had "very hard times" in deflating the balloon. He had to go 16 atm for the second deflation trial. He could deflate the balloon then. There were no pt injuries. Additional information has been requested.